Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding customer was hospitalized and visited emergency medical services from the attorney of the family. The information received on (B)(6) 2021 stated the following, customer has experienced hypoglycemia. Customer was treated with glucose packets for low blood glucose. In august of 2021, the customer was using a medtronic 630g minimed. On or about the (B)(6) 2021, the customer reported that the retainer ring was clear and it was damaged. No further details were provided.

Event description:
On august 27, 2021 medtronic legal received a legal document/report that stated that the customer received treatment on (B)(6) 2021. Medications the customer was on included losartan (for high blood pressure) and atorvastatin (prevents heart disease). Symptoms that were reported included unable to think clearly and feeling lightheaded. Emergency medical services (ems) were called and customer was given glucose packets. It was not specified for which event date customer experienced symptoms and when ems was called since it was reported that the customer got treatment from (B)(6) 2020- (B)(6) 2020 (see (B)(4)) and on (B)(6) 2020 (see (B)(4)) as well. It was mentioned that on (B)(6), 2020 they experienced hypoglycemia however they did not provide information for the event date from july 15, 2021. This case was related to the retainer ring recall that the customer received via mail. The product was not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.